Manufacturer narrative:
Method, result, conclusion codes analysis was normal. The lead dimensions were found to be within specifications. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for scheduled pulse generator change procedure. During the procedure, the physician noticed there was more lead slack in the pulse generator pocket. The device was visualized under x-ray and it was discovered that the left ventricular lead was pulled back into the atrium. The lead was then removed without difficulty. The physician noted that the suture was not tight around the lead from the original implant. A new lead was implanted with no complications and the patient remained in stable condition post procedure.